Manufacturer narrative:
(B)(4). Date sent 12/4/2024. D4 batch #c9dp45. B3: exact date is unk . Assumed first day of the month. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9dp45, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide more details for " there was a ¿burr¿ in the cartridge channel"? Was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? I don't know what was meant by "burr", I have also set up a full day of staff in servicing to cover odp cartridge loading and unloading for full stapler portfolio as there are a lot of new techs at the hospital.

Event description:
It was reported that during lap sleeve procedure there was a ¿burr¿ in the cartridge channel and could not get reload in device. Rep have asked if this was first load in device or if one had been used, taken out and then tried to reload another. There was no patient consequences reported. Surgical delay unknown.